Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. The impella 5.5 pump was not returned. Data logs indicated alarm after placement signal drifting upwards with relative to snr gradually drifting down but within specified range. No other major abnormalities found from log review. Further investigation on the subcomponent build revealed that there was no flaw with coating on the sensor. The root cause of the optical signal issue was not determined since product was not returned and no conclusive evidence from data logs on the failure pattern. A review of the device history record (DHR) for the suspected product and historical complaint data was conducted. Please refer to investigation checklist for identified markers indicating "the rework associated to this device was delo rework which is unrelated to this failure mode." And "25-42011 had similar optical failure complaint related to subcomponent lot # 1803573."

Event description:
The complainant reported that an implanted impella 5.5 pump experienced persistent optical placement signal issues during patient support. Despite the unreliable signal, support continued without interruption. No patient harm was reported.